Manufacturer narrative:
A test reservoir was installed and was unable to lock in place due to a completely broken reservoir tube lip. The displacement test could not be performed due to the completely broken reservoir tube lip. The pump also had a missing reservoir tube o-ring.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 20 mg/dl, at the time of incident. It was also reported that the reservoir fell out of the customer's insulin pump and it was reinserted without rewinding and pushed all the insulin into the customer's body. Customer's spouse found her unconscious and was treated with juice and food. Blood glucose reading went back to 200 mg/dl after the treatment. Customer reported damage at the reservoir chamber and reservoir was not able to lock in place. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 20 mg/dl, at the time of incidence. Customer was treat with food and juice for low blood glucose level. Customer reported that the reservoir was chipped. Customer reported damage at the reservoir chamber and reservoir was not able to lock in place. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.